Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and failed due to damaged usb connector. A receiver charge and boot was performed and failed due to damaged usb connector. A functional test was not performed due to damaged usb connector. The log was unable to be downloaded due to damaged usb connecter. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was not confirmed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.